Event description:
It was reported that an artificial urinary sphincter (aus) that was originally implanted 5 years ago was explanted due to fluid loss from the cuff. Approximately six months ago the device began to fail and the patient no longer achieved urinary continence. It was determined that the source of the fluid loss was a perforation in the cuff. A new aus consisting of a 4.5 cm cuff, 61-70 cm h2o balloon and pump was implanted. The patient was in good general condition following the surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.